Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other related incidents reported against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied investigational inputs confirmed osteolysis and loosening of the tibial and femoral components. The investigation could not draw any conclusions about the root cause of the device loosening or osteolysis. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated.

Event description:
Patient was revised to address loosening of the tibial and femoral components at the cement/implant interface. Depuy cement was used at the time of original implantation. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.